Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her daughter's blood glucose and insulin history is as follows: (B)(6). The pod was deactivated and she was able to activate a new pod. The pod was discarded. There was a dark color noted at the site. The patient was take to the emergency room (ER) upon arrival they gave her a manual injection of humalog insulin. She could not recall the specific treatment provided at the ER visit. The pod was worn between 4 and 24 hours on the leg.